Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer needed assistance for transmitter. The customer tried to charge the transmitter and connect. Troubleshooting was performed and it was found that the battery of the transmitter does not last for 7 days. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device. The transmitter will not be returned for analysis.